Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced keypad harness failure, resolved by replacing keypad. Pole clamp had a loose engagement. The proximate cause of the reported issue was due to electrical failure of the keypad. A review of the device history record for sn (B)(4) was performed from 06/19/2019 to 8/21/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported device not charging, no a/c indicator light.